Event description:
A malfunction was reported involving a device with a malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was informed of the need for replacement. A replacement pump was provided to ensure continuous insulin delivery.